Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value. Correction of date of event: (B)(6) 2014,

Event description:
Consumer complained of blood glucose results not recording in memory. Back to back blood tests were performed at the time of the call - "hi" and "hi". Customer stated that he just ate. No adverse event reported.

Event description:
Consumer complained of blood glucose results not recording in memory. Back to back blood tests were performed at the time of the call - "hi" and "hi". Customer stated that he just ate. No adverse event reported.